Event description:
Loss of osseointegration.

Manufacturer narrative:
Implant failed due to loss of osseointegration. Osteonecrosis was selected as condition involved.

Event description:
Loss of osseointegration. Implant failed due to loss of osseointegration. Osteonecrosis was selected as condition involved.